Event description:
It was reported that the system was producing a solid tone during a l.a.v.h. And then started beeping. The dr continued use of the device and completed the case with no pt consequence, the customer tested the handpiece and received error 5 with a test tip during pre-run and discovered a loose mount upon inspection.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.